Event description:
It was reported that; the cannulated tap, when I got it out of the wash cycle and was putting the trays back together, I noticed the minor diameter threading is cracking starting at the tip. There is also a piece that looks like it has broken off. Previous procedure completed successfully without any issues. No information on when the damage occurred.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the visual inspection implicates the tap likely fractured by torsional overload. Conclusion: the majority of the failures reported were due to the user not using an awl.

Event description:
It was reported that the cannulated tap, when I got it out of the wash cycle and was putting the trays back together, I noticed the minor diameter threading is cracking starting at the tip. There is also a piece that looks like it has broken off. Previous procedure completed successfully without any issues. No information on when the damage occurred.